Manufacturer narrative:
(B)(4). The device history records reviewed, and no issue found. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Note: no device return; the product is non-needle suture but customer complaint about needle pull off that should be related to needle attaching process at customer end. The root cause of complaint can't be determined.

Event description:
It was reported that a patient underwent debridement of the finger procedure on (B)(6) 2019 and suture was used. During sewing, the suture and needle junction was broken, resulting in surgical interruption, and the surgeon replaced the suture to complete the procedure. The procedure was delayed for an unknown amount of time with a possible secondary injury to the patient. The current patient status is unknown. Additional information has been requested.